Event description:
The customer reported via phone call that he filled it up this morning and received a no delivery alarm . Customer tried another site and received a no delivery. Customer stated that his blood sugar went way up. Customer did not get the signal until 2 hours after putting the first set in. Customer has to change the site for the 4th time. Customer has not changed the infusion set since then. Customer's blood glucose was 445 mg/dl at the time of the incident. Customer will treat with the pump when troubleshooting is complete. Customer stated that the insulin exited the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised the pump was working as designed. Customer stated that the alarm was resolved by a complete set change. Customer will be sent a replacement set and reservoir as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.